Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported a b30 scope communication error. He had a scope plugged in. The customer was asked to clean the gold contacts on the scope and try again. The error persisted. The customer had a second scope with which the issue did not happen but he said a third scope did have the same issue, but he did not have that scope with him. The customer was going to get that scope and call back to determine if the issue was with the tower or the scope. On 5 jul 2023, an email was received from the customer requesting information on how to remedy the b30 error. The customer was emailed the evis exera iii cv-190 quick reference guide on b30 and e216 scope communication error workable solution. Three follow-up attempts with the user facility were made for additional information, but no response was provided. The investigation is ongoing. The device was not returned due to not being able to reach the customer. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that while using the evis exera iii xenon light source they had a b30 scope communication error. The issue was found during preparation for use. There were no reports of patient harm. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.